Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced needle issues (B)(6) 2026. The spring detached from outer ring of inserter prior to insertion. No further information available.